Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states while they were making the bed, a support bar underneath the middle of the bed broke.